Event description:
It was reported to philips that the device will not pass the op check due to a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device will not pass the op check due to a defib test failure. There was no patient involvement.